Event description:
It was reported that no testing or programming could be performed with the pulse generator. A software download was performed, after which the device exhibited backup vvi mode with no telemetry. The device was replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode and telemetry anomaly due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.